Event description:
A patient experiencing inaccurate low results with a one touch basic enhanced meter.the patient's blood glucose results were 41mg/dl(meter)vs 278mg/dl (lab)=83% & 37 mg/dl(meter)vs 278 mg/dl (lab) =85% & 35mg/dl (meter) vs 278mg/dl(lab)=86% & 39mg/dl (meter) vs 278mg/dl(lab=84%. Tests were done within 10 minutes. Patient did not experience any adverse events.